Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial driven rhythms. The rate accelerated and the therapy did not convert rhythm that is still observed at this time, but below therapy zone. The ICD remains in service. No additional adverse patient effects were reported.